Manufacturer narrative:
One used sample was received for evaluation. The sample was visually inspected, and no kinks or set curvatures were observed. There was no obstruction in the tubing. There were no visible manufacturing defects or damage to the sample. The cuff was tested, and was found to inflate and deflate as intended with no functional issues identified. The reported event could not be confirmed, therefore no root cause could be identified. The directions for use which accompanies each device sold was reviewed, and under "cautions: general" contains the following statements: "should extreme chin-to-chest flexing of the head or movement of the patient (e.g. To a lateral or a prone position) be anticipated after intubation, use of a reinforced endotracheal tube should be considered. When the patient¿s position is altered after intubation, it is essential to verify that the tube position remains correct in the new patient position. Tubes should be securely anchored to avoid unnecessary tube movement. Seat the connector firmly in both the endotracheal tube and adapter on the ventilation equipment to prevent disconnection during use. A bite block should be used in cases where the patient may bite down and flatten the endotracheal tube." The device history record for um5091xxx was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that the users experienced intermittent inability to ventilate during surgery, dependent on the patient's head position. The product tubing kinked inside the patient's oral cavity, and the patient's head had to be in a certain position to allow ventilation. The patient was extubated and re-intubated, and there were no further issues. There was no injury to the patient. No further information has been provided at this time.